Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, inadequate fixation, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm placement, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, the patient did not engage in physical activity or have any contraindicating conditions. The the end piece of the neurostimulator came loose from the coil suture and caused the erosion. However, it is not known what caused the neurostimulator to come out from under the suture. The stimulator is used to treat pain. The cause of the erosion is due to the end piece of the neurostimulator coming loose from the coil suture and causing the erosion. However, it is not known what caused the neurostimulator to come out from under the suture. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion as the neurostimulator was coming out of their leg. Antibiotics were prescribed prior to the revision procedure. A revision procedure was performed on (B)(6) 2024, where the neurostimulator was trimmed, the coil was re-sutured to the fascia, and the incision was closed with sutures. The patient is doing well, the incision is healing, and their pain has decreased.